Event description:
It was reported that the patient underwent perineal plasty procedure on an unknown date and suture was used. The needle broke in half at the midway point of the arc. The needle fragments were successfully retrieved from the patient. Another like product was used to complete the case.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.